Event description:
On 15-apr-2025, beta bionics was informed by the cds that the user had been hospitalized. Follow-up outreach was attempted on (B)(6) 2025, but no additional information was obtained from the user. The cds later clarified that the provider had not specified whether the hospitalization was related to high or low blood glucose, and no further clinical details were available.

Manufacturer narrative:
Available device data for (B)(6) 2025 was reviewed. No malfunction alerts or factory resets were identified. The available logs show recurrent libre 3+ sensor error and sensor unavailable alerts in the days covered by the report, along with both high and low glucose alerts, low-drug and out-of-drug alerts, and completed supply changes. However, because no event description, hospitalization reason, symptom details, treatment details, or confirmed relationship to glucose management were obtained, the data cannot be linked to the reported hospitalization with sufficient certainty. Based on the available information, a full clinical assessment cannot be performed. It is unknown whether the hospitalization was related to diabetes, glucose control, device use, or an unrelated medical event. No device malfunction was identified in the reviewed engineering logs. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.